Event description:
It was reported that an asymptomatic patient presented to the clinic for routine check up. Upon interrogation the right ventricular lead exhibited noise causing multiple high ventricular rate episodes. The noise could not be replicated with movements and isometrics in the clinic. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.